Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that stim has been off since last reprogram and has new shoulder pain, leg cramps and more tinnitus. The patient reports the last time stim was on it was more in shoulder vs ear area.  The cause of why the ins stopped working was unknown, but stimulation was turned off.   The patient discussed explant with the doctor after the rep left, but no timeframe was provided on that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted on (B)(6) 2021 to address migraines (constant nerve migraine pain). The patient had their first post-operative programming on (B)(6) 2021 where the implantable neurostimulator was turned on, and the patient was doing well at 3 milliamps. The patient noted that they used patches on his skin to stabilize the wires, but he had electrical shocks through his ears and the patient's right ear is constantly throbbing since having the implantable neurostimulator turned on. The manufacturer representative only did a lead connectivity check, but did not check individual impedances. The patient has groups a-c with 12 programs and basic programming, no dtm. The patient was seeing the out of regulation screen on 1.6 and 1.8 milliamps. The patient noted on (B)(6) 2021 that they were not getting therapeutic relief from the implantable neurostimulator. It was noted that the implantable neurostimulator was just not working for the patient. The patient mentioned that they got a few hours of therapeutic relief after the implantable neurostimulator was turned on, but then the patient stopped getting therapeutic relief from the implantable neurostimulator. The patient noted that they are having constant headaches ranging from 5-10 on the pain scale and the headaches lead to vertigo. When the patient attempts to adjust therapy, they are seeing the settings not available: cannot provide desired intensity settings screen on the patient controller. The patient noted that they have an appointment scheduled for (B)(6) 2021 to meet with th eir health care professional. (B)(6) 2021 , e1 (rep): the cause was unknown. Patient had an appointment on (B)(6) 2021. 2021-06-21 e2, e3 (rep) additional information received. Rep reported electrical shocking sensation through the patient ¿s ears with the stimulation on ,has been resolved by educating the patient not to turn his stimulator too high. Rep was able to resolve the lack of therapy and oor by avoiding the use of electrode # 8 which was used for his previous programs. Electrode # 8 showed up as avoid when rep ran electrode impedance. Patient is now receiving effective therapy without seeing the settings not available message when trying to adjust therapy. 2021-06-22 email (rep, con) additional information received. It was reported that after having stimulator calibrated with rep it died again. Stimulator seems to be developing unintended bodily consequences such as right shoulder horrible pain. When stimulation was on it didn't really help the pain instead it's main vibrations came in towards shoulder, right arm and neck. Repositioning of head magnified the effects. The only time it focused on the pain areas were minimal and brief with little relief. When turning neck into other positions , instead of straight vertical (which is stressful on neck), the stimulator became intense and pain <(>&<)> sensations in the arm, hands and other areas were very painful. Device has not worked and only made other conditions worse. Patient reported ins is defective and hasn¿t worked from the beginning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated adjusting is most likely not going to work. After 1st settings and yesterdays adjustments, the implant stopped working within hours and added additional pains.